Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 23.6 mmol/l (425 mg/dl) and ketone level reached 1.3 mmol/l while wearing the pod between 49 and 71 hours. The patient administered correction bolus, but her blood glucose levels remained elevated. The patient went to the doctor's office, where the pod was replaced, the patient was provided insulin injection using an insulin pen, and diagnosed with dka. When the pod was removed from the infusion site (arm), the pod's cannula was found bent. The patient reported being unsure if the cannula was properly inserted into the infusion site. The patient's symptoms include dizziness, feeling weak, and hot flashes. The patient was treated for 3 hours at the doctor's clinic (hausarztpraxis mit schwerpunkt für endokrinologie / diabetologie und ernährungsmedizin /dr wallaschowski / krämpferstrasse 6, 99084 erfurt, alemanha) and subsequently reported an improvement in symptoms.